Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure, the patient had an unexpected postoperative refractive outcome. The surgeon reported the use of an unapproved cartridge, handpiece and viscoelastic combination during iol implantation. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with an unapproved handpiece and an unapproved viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).